Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the 8-years-old female child patient's infusion set fell off during use on (B)(6) 2024. The issue occurred with two similar types of infusion set used for one day. No further information available.